Manufacturer narrative:
The removed user interface assembly was returned to the failure investigation lab (fi). A visual inspection of the user interface assembly revealed no evidence of damage or contamination. The fi technician installed the user interface assembly into a fi ventilator to duplicate the reported issue. The burn out cold cathode fluorescent lamp (ccfl) backlight caused the dim display.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. A review found no parts were ordered or service requested, and the case was closed. If the decision is made to have the device evaluated and repaired by philips a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
The customer called into technical support (ts) reporting that the device¿s lcd display went out, no light on the display. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided the part ID for the ui assembly. Further information is pending.